Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary it was caused due to the ignitor failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The processor appeared 59-07 on (B)(6) 2020 and meanwhile the main lamp can't be lighted. Replacing lamp and reset don't solve the problem.